Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a revision surgery is being planned due to a failed knee arthroplasty.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. No product was returned; visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint was not confirmed and a root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown 13x75mm tibial stem; unknown 10mm tibial block augment; unknown size d femur; unknown 5mm distal medial femoral augment; unknown 5mm distal lateral femoral augments; unknown 5mm posterolateral aument; unknown 10mm posteromedial augment; unknown 17x75mm femoral stem; unknown 10mm articular surface.

Event description:
It was noted on (B)(6) 2016, the patient had a left knee revision due to a nickel allergy. No test results to date only a signed implant request form by the surgeon.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.